Manufacturer narrative:
Corrected information has been provided in d1 hematoma / major bleed : the cause of the access site adverse event was user related as the bleeding was controlled by perclose suture.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 66-year-old male undergoing impella cp support for acute myocardial infarction with cardiogenic shock experienced access site bleeding following removal of a peel away sheath and placement of a repo sheath. Oozing and a developing hematoma were observed at the right femoral arterial access site. The physician advanced a wire through the sideport and deployed one perclose device to achieve hemostasis before reintroducing the repo sheath. Contributing factors included patient coughing and movement during support. Act at the time of the bleed was 291, and the patient was receiving anticoagulants; the total drug concentrations were unknown. No vessel perforation or dissection was reported, and forward suturing was utilized. Access site bleeding was managed with perclose suturing and 4×4 gauze. No blood products were required. The impella cp pump (sn (B)(6)) remained in use until explant and was not removed due to the event. The patient survived and was bridged to impella 5.5 on (B)(6) 2026 at 5:45 am. Product return of the pump and introducer is expected. Access site bleeding and hematoma occurred during sheath exchange, likely influenced by anticoagulation status and patient movement. Hemostasis was achieved using a perclose device, and the patient remained stable, ultimately surviving to planned escalation of support. Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements and is consistent with the instructions for use (IFU).